Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, according to the customer, the device is a training ventilator and the problem occurred during check offs and the unit is due for 6k and 7y. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator is losing pressure. Furthermore, there was no patient associated with the reported event.